Event description:
It was reported that the patient underwent spinal cord stimulator (scs) explant procedure due inadequate stimulation. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred at the year of 2022. Block d6b: explant date: 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7063319.